Event description:
A blood leak occurred at the beginning of the treatment. The blood in the system was not returned to the pt. Ebl> 100 cc's. Treatment was restarted on a new dialyzer. Dialyzer was ninth use.